Manufacturer narrative:
Production investigation summary: two application instruments for sternal zipfix (part 03.501.080 / lot 8726854 and 8402609) were received with the complaint category of ¿does not/will not function: will not hold.¿ the complaint condition is confirmed as one of the two devices was found to not function as intended. Lot number 8402609 was received intact and, upon release of the trigger, the trigger does not return to its intended resting location. This issue has an influence on the opening angle of the cam-clamp component when inserting the implant into the instrument for tensioning and cutting. Lot number 8726854 was also received intact, but found to compress and release as intended and all components move fully through their range of motion. The sternal zipfix system technique guide provides instruction on the care and maintenance of this device. As the details regarding the use and maintenance of these devices are unknown, and considering that one device was found to be functional, a root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The investigation shows that this device is part of the sternal zipfix system and used to tension and cut the sternal zipfix implants. Proper use and maintenance is addressed in technique guide. Lot number 8402609 was received intact with noted surface scratches and wear. When the cutting mechanism is locked and the trigger is depressed, the trigger can be fully retracted. However, upon release, the trigger does not return to is intended resting location, which has an influence on the opening angle of the cam-clamp component when inserting the implant into the instrument for tensioning and cutting. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A review of the current design drawing / revision at the time of manufactured for the top level assembly was performed. The following component drawings were also reviewed: spring assembly, pusher assembly, spacer, and pusher sleeve. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 04, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection, two zipfix guns were not grabbing correctly. There was no patient involvement. This is report 2 of 2 for (B)(4).